Event description:
Customer reported several no delivery alarms. She also reported a high blood glucose of 540 mg/dl. She treated herself with a manual injection. Customer also reported that her insulin was not being delivered as the insulin level was not changing on the insulin pump. The customer also reported a hospitalization for low blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 42 mg/dl. The customer stated she was feeling shaky and couldn't concentrate prior to the hospitalization. She stated her low blood glucose was treated with juice at the hospital. The customer stated she was not in an accident. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).